Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device: 1 year and 3 months.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported on (B)(6) 2017, that pump stoppage events occurred. On (B)(6) 2017, an additional pump stoppages occurred. On (B)(6) 2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned portion of the driveline confirmed an issue that would have contributed to the reported interruptions in pump function. Approximately 18 inches of the external portion/distal end of the driveline was returned. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. Current leakage testing revealed that the insulation of the black wire was breached adjacent to the metal connector. Microscopic examination revealed that inner conductors of the black wire were exposed adjacent to the metal connector. The breach in the insulation appeared to be the result of fatigue failure due to repetitive flexing. If the exposed conductors contacted the braided shield while the system was operating on a tethered power source, the resulting short would have caused the low speed/pump stop events captured on the submitted log file. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.